Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred when the user attempted to load multiple new cartridges. The user successfully loaded a new cartridge and resumed insulin delivery. The reported issue did not impact the user's blood glucose (bg) level. However, the user reported that their bg level had been higher than normal due to steroids to treat an infection.